Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack near the battery compartment. The insulin pump alarmed compromised force sensor system. It was impossible to prime the catheter. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, and displacement tests. The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to complete the functional testing, including the occlusion test due to the prime anomaly. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.